Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA. It was reported that the venous bubble sensor is defective and needs to be replaced. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID: (B)(4).